Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white had foreign matter particle in the tube. When did the incident occur? During use. Bd connecta was prefilled with bd posiflush and connected to an indwelling venous catheter already in the patient's vein. A bbraun (intrafix primeline) infusion line was then connected to the bd connecta extension, and an elomer infusion was established and administered via gravity infusion. The patient then alerted the nursing staff that there was a foreign body in the bd connecta tubing. The infusion was interrupted, and the bd connecta was removed from the peripheral venous catheter.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the photo samples showed that a black stain was observed in the tube component that resembled burnt resin. However, analysis of the physical sample showed no defect was observed. Bd determined that the cause of the failure was most likely burnt resin caused during the extrusion process and is attributed to the raw material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.